Event description:
Info received indicates the right head side rail doesn't latch in the up position.

Manufacturer narrative:
The technician found the siderail mounting bracket was bent and the pin was not engaging all of the way. He straightened the bracket and reinstalled the bracket and pin to repair the bed.